Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-4316, lot #: 18059563, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was prescribed antibiotics and underwent an explant procedure due to infection at the ipg site. Symptom was purulent pus inside the pocket area. The pocket was filled with yellowish substance that smelled very bad, and area was swollen and painful when pressure was applied. The physician could not determine the cause and how the patient caught an infection. The infection was probably from a suspected procedure related but non-device related hematoma at the lead insertion site. The area was noted to be a little bit swollen and was drained with no other medical intervention given.